Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. Bravo delivery system was received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found broken plunger. The customer reported the capsule failed to detach from the delivery device the reported condition was confirmed. The investigation of the returned equipment identified that the plunger is not connected to the handle. This is due to user mishandling of turning the handle more than 1/8 of turn. The investigation identified the cause of the reported event to be user mishandling. The user has contradicting the instructions for use(IFU). The IFU states: pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it! If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the delivery device. A repeat procedure was necessary by using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The procedure was completed but with significant delay. A lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation. The recorder worked correctly during the previous procedure. There was no patient or user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from the delivery device. A repeat procedure was necessary by using another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The procedure was completed but with significant delay. A lubrication was used to facilitate placement of the capsule. The recorder worked correctly during the previous procedure. There was no patient or user harm.